Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor wire was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated the patient called her to let her know that during physical education class at school, his sensor completely fell off and dislodged from his body. She stated that the sensor adhesive was still stuck to his body; however, the sensor wire was missing from the sensor pod. The patient¿s mother works at the hospital with the patient¿s doctor and stated the patient was on his way in to be examined by the doctor. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.